Event description:
Customer stated that the device overheated during testing. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.